Manufacturer narrative:
The patient's date of birth and age were not provided. Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) in 900¿s u/lupron admission. The patient was started on bivalirudin infusion. The patient¿s ldh peaked overnight to 1300¿s u/l and was not trending down. There were no neurological changes or significant change in pump numbers reported. The patient¿s ramping study was normal and the patient¿s ldh was 577 u/l. The patient remained on bivalirudin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported elevated ldh could not conclusively be established through this evaluation. Additionally, the submitted log file appeared to show the system operating as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.